Manufacturer narrative:
Device evaluation report: the device was received with the cartridge connector attached to the ilet and was able to be removed successfully. Lead screw was able to rewind and prime to (B)(4) units with no issues. No faults were found. The customer reported complaint could not be confirmed or duplicated.

Event description:
It was reported that a cartridge rubber stopper appeared stuck in an ilet device during a supply change, and initial attempts with tweezers and by filling the tubing up to 160 units did not remove it; later review of screenshots showed no debris in the chamber and confirmed that the observed ¿rubber stopper¿ was the device piston and that the supply change completed successfully, with the device component involved identified as the reservoir and the problem characterized as a failure to disconnect. Investigation of this case revealed a mechanical problem identified in relation to the reservoir and an apparent failure to disconnect, which was clarified as normal piston function upon review. No clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.